Manufacturer narrative:
Visual analysis of the photographs identified: red and yellow particles on the surface of the shell. Deformation. Additional, changed, and/or corrected data: g1, h.6.

Event description:
Healthcare professional reported right side rupture and "patient's concern with the product." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and "patient's concern with the product." Device has been explanted.